Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, e2, e3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 08-nov-2022 to 07- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined the drawer failure was due to controller boards. A field service engineer replaced both communication bus controller and drawer controller board to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that the pyxis medstation es system drawer 2.1 and 2.2 (half height cubie drawers) failed, preventing user from removing benadryl and epinephrine. The customer stated that there was a delay of about 2 hours for accessing the required critical medications. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that the pyxis medstation es had drawer failures, preventing user from removing benadryl and epinephrine. The customer stated that there was a delay of about 2 hours for accessing the required critical medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer failure was due to controller boards. A field service engineer replaced both communication bus controller and drawer controller board to resolve the issue. The system functioned as intended.